Event description:
It was reported that the pump shows error codes 46860 and 44005. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able confirm the reported problem. After the new software was installed, the device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.